Event description:
Additional information was received which noted that the patient had been brought in to the clinic and the rv noise was able to be recreated. The sensitivity was reprogrammed at that time. There was continued out of range rv impedance measurements and rv noise. The patient was not rv pacemaker dependent. The minute ventilation (mv) feature was programmed off. The rv impedance measurements were noted to be normal upon interrogation, and noise was able to be recreated with patient arm movements. An x-ray was performed which did not reveal any issues. Further programming options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that a surgical revision was performed. The patient's rv lead was tested via the pacing system analyzer (psa) which revealed normal impedance measurements. The lead was surgically abandoned and replaced, and this device remains in service with no further issues noted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) impedance measurements of greater than 2000 ohms, noise, and oversensing. The noise prior to the lead safety switch appeared to be oversensing of minute ventilation signals. The patient had an underlying rhythm. Programming options were discussed. No adverse patient effects were reported. The device remains in service.